Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the biggest issue was halos around lights at night was severe and have not improved and was probably somewhat worsen right after surgery. The patient cannot drive at night at all and had completely stopped driving at night because of the halos. The patient tried eye drops but neither one helped at all and seemed to make vision less clear overall and even sees halos around lights during the day but not as debilitating as the night. The patient also experienced dry eye syndrome and hypertrophic disorder of the skin. As per surgeon there were posterior capsule (pc) wrinkles and there was no posterior capsular opacification, and it was highly doubtful any posterior capsular wrinkly would be the cause of this type of severe halo. Yag posterior capsular therefore mostly likely would not help that patient so surgeon, wished to proceed with intraocular lens (iol) exchange with non-company lens but was unsure of what power. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., d.5., b.6., d.6.b., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the iol was exchanged for non-company lens 5 months 15 days following the initial implant procedure.